Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 to 4cc of sterilized distilled water was drained, but no more water could be drained. It was stated that the balloon was removed with the balloon inflated when the patient was forced.

Event description:
It was reported that 3 to 4cc of sterilized distilled water was drained, but no more water could be drained. It was stated that the balloon was removed with the balloon inflated when the patient was forced. Per follow-up information received via ibc on (B)(6) 2022, reported that the damage in the balloon was unknown and there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product had caused the reported failure. The product was used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted the balloon was partially inflated upon receival of sample. With the syringe, the catheter balloon was attempted to be deflated however solution could not be withdrawn. The catheter balloon was dissected and found that the notch was not completely perforated. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected